Manufacturer narrative:
No report of patient involvement. (B)(6). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital stated that the control panel does not latch close, causing a leak and loss of mechanical ventilation. There was no report of patient involvement.